Event description:
Pt received saline breast implants -mentor siltex 2600- in 1999. In 2000, pt was diagnosed with lupus. They have also been diagnosed with fibromyalgia, chronic fatigue, etc. And have suffered extreme pain and loss of some functioning. Pt believes this is related to their implants and they are planning to have them removed.